Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Caller reported patient is reporting a zapping sensation at ins pocket site with both stimulation on and off, does not matter what patient is doing at the time, the zapping sensation happens sporadically. Caller reported when the zapping occurs, patient pushes the ins inward to ease up the zapping sensation. Caller reported zapping sensation started in december 2023, no fall or trauma. The last zapping sensation occurred this past monday, patient was sitting in her lazy boy chair. Caller reports impedances are all normal range, 590-970 ohms, patient is getting good coverage. Ins is not loose, no adaptive stim feature on this device. Troubleshooting performed with stimulation on and off and firm palpating at all corners of ins. Walking and sitting in clinic could not reproduce the zapping sensation. Patient also palpated the ins pocket site, did not reproduce the zapping sensation. Suggested a detail diary at home.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.